Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they unit received for channel a needs service, confirmed error 292 on channel a, performed calibration to clear the error, pm performed, all tests passed. Based on the findings, service was unable to determine the probable cause of the reported issue. A review of the device history record showed the device had a manufacture date of 12aug2004. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(4) confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device needs service on channel a. No additional information was provided. There was no patient involvement.